Event description:
It was reported that the device reboots while in use. No patient injury was reported.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The customer's stated problem was verified. The device reboot while testing. The root cause of the reported issue unable to be determined. Actions were taken to mitigate the reported issue: printed wiring assembly board will be replaced. D4: UDI information is unknown.

Manufacturer narrative:
(B)(6).

Event description:
Information was received that the cadd ms3 pump reboots during use. No reported adverse effects.